Event description:
The patient reported that on (B)(6) 2020 she experienced hypoglycemia. The patient stated she went into the hospital to do blood work and that she had been fasting. The patient stated while waiting to go back to get her blood work she heard her dexcom beeping then she went unconscious and doesn't remember what happened after. The patient stated she doesn't remember how the hospital staff treated her to get her blood sugars back up. The patient stated she was admitted over night at the mayo clinic. The patient stated the doctors advised her that when she passed out she fell and hit her head and she now has a small hematoma and has to come back for a CT scan to keep an eye on it. The patient stated she doesn't remember if she had any other symptoms. The patient stated her normal blood sugar levels are between 100-200. The patient discarded the vgo.